Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve frame did not fully expand due to anatomy. During an attempt to perform a balloon aortic valvuloplasty (bav) of the under expanded valve, the balloon slipped into the ventricle upon inflation. A second bav was performed expanding the valve frame but moderate to severe central regurgitation was noted. The physician stated that the balloon had likely caused damage to the valve. A second valve was implanted valve in valve resolving the regurgitation. No adverse patient effects were reported.